Event description:
The facility returned the device for service. During service testing, baxter service technician reported that the device underdelivered. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.